Event description:
It was reported that during a holmium laser enucleation of the prostate (holep), the fiber snapped about 10 cm from the tip after approximately 10 minutes and 1.2 joules of use. The procedure was able to be completed with the original fiber without patient complications. There is no further information.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep), the fiber broke about 10 cm from the tip after approximately 10 minutes and 1.2 joules of use. The procedure was able to be completed using another fiber without patient complications.

Manufacturer narrative:
B1. Adverse event/product problem: correction b5. Describe event or problem: update a3b. Gender: correction d4 unique identifier (UDI) #: correction. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, pictures by the customer were provided. One of the pictures shows a broken fiber, therefore the reported clinical observation was able to be confirmed. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record (DHR) review. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
B1. Adverse event/product problem: correction. B5. Describe event or problem: update.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep), the fiber broke about 10 cm from the tip after approximately 10 minutes and 1.2 joules of use. The procedure was able to be completed using another fiber without patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep), the fiber snapped about 10 cm from the tip after approximately 10 minutes and 1.2 joules of use. The procedure was able to be completed with the original fiber without patient complications.